Manufacturer narrative:
The pipeline flex reported in this MDR will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any device issue during use. The event occurred in the patient post procedure and its cause was unknown. Hemorrhage is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction for use. The same event as reported in MDR MFR# 2029214-2015-05112.

Event description:
Medtronic received report of that a patient experienced subarachnoid hemorrhage and died after implantation of two pipeline flex devices. The patient was treated for a giant, unruptured, saccular aneurysm in the ophthalmic to communicating segment of the left internal carotid artery (ica). During the procedure, a longer pipeline flex was implanted and covered the aneurysm neck completely. A second pipeline flex was placed inside the first for better flow diversion. There was no report of any difficulties during the procedure. The procedure was considered successful. The angiographic result was good; blood stagnation inside the aneurysm was evident. The patient woke up fine from anesthesia, was responsive, and in good neurological condition. Three days after the procedure, the patient died. It was reported that the patient experienced headache before death. An autopsy was performed and the patient's death was attributed to stroke due to a massive subarachnoid hemorrhage.

Manufacturer narrative:
(B)(4).